Event description:
The customer reported that the 2800 system had a table movement error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The end switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service. .